Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was unable to boot up. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and customer informed that the system did not fully power on for use on the morning. The rse found a blown fuse in the m cabinet, and it was observed that the image pc was not powered on at that time. The rse replaced the fuse in the power supply, but it blew again. The field service engineer inspected the flex vision pc and ippc on site and found the pc was not powered. Cabinet power was confirmed at 230 v, and further checks revealed the ippc had no internal power due to a faulty power module. To resolve the issue, the fse replaced the ippc and reinstalled the original hard drive. The defective part was sent for analysis, for ippc, failure was observed and the failure was failed power supply. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.